Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms of not feeling well. Blood glucose at the time of the admission was 500 mg/dl. The customer was not wearing the insulin pump during the hospitalization. Customer stated that she was changing her reservoir because the needle was bent and this caused the high blood glucose level she experienced. The insulin pump will not be returned for analysis.